Manufacturer narrative:
Vyaire file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support sent requested quote to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us tidal volume is lower than the set volume. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause is undeterminable. No further updates or logs received from customer. Po was cancelled as no updates received from customer for the quote. Assuming the issue might be related with the accessories connected with the unit for example a leak which was later resolved. No further complaints logged with this unit.